Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 22-mar-2023. Investigation summary: bd received 3 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. The samples were tested and the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with 4 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that the tubes are not filtering through ficoll solution properly.

Event description:
It was reported that during use with 4 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that the tubes are not filtering through ficoll solution properly.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during use with 4 bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that the tubes are not filtering through ficoll solution properly.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was poor barrier separation of the sample. There was no report of patient impact. The following information was provided by the initial reporter: customer reports that the tubes are not filtering through ficoll solution properly.